Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, information were not provided. Patient is an infant as this event occurred in nicu.

Event description:
It was reported from the nicu that the pump was alarming that the syringe was empty during a titrated infusion of dopamine with a rate of 0.64 ml/hr. To 1.28 ml/hr., (dose: 5-10 cg/kg/min). The medication and fluid concentration was noted as dopamine 1.6 mg/ml in d5w (40mg in 25ml) and was set up as a primary infusion. Although the pump was alarming that the syringe was empty, the syringe still had approximately 2-4mls left in it. In nicu 2-4mls is enough to infuse for a couple more hours. There were no adverse effects caused to the patient in the event.